Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed for a no delivery during priming and that the blood glucose was running high. The blood glucose reading was 529 mg/dl. The customer was advised to disconnect and reconnect the reservoir and tubing and manually push the plunger and the customer reported that insulin did exit. The customer was advised to run a 5 unit manual prime and reported that insulin did exit and the insulin pump did not alarm.